Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had insulin flow blocked alarm. Customer¿s blood glucose level was 386 mg/dl. Customer stated that she does not want to troubleshoot for the high blood glucose value. Customer stated that she had an insulin flow blocked alarm while trying to deliver a bolus and only received 0.2 of the intended bolus and had a chocolate chip cookie afterwards. Insulin pump will not be returned for analysis.